Event description:
It was reported that the lead could not be implanted. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.